Event description:
It was reported that the device had restart key not responding. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a25 annex g: g07001 annex c: c19 annex d: d15 additional information: remedial action required, remedial action #, annex a: a1301 annex g: g0204002 annex c: c0601 annex d: d01

Event description:
It was reported that the device had restart key not responding. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.